Manufacturer narrative:
This report is being supplemented to provide additional information (identified via e2 and e3. Actual title of person is biomedical equipment technician. If additional / applicable information is received, further supplemental report(s) will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the faulty sensor board could not be identified. The other defect noted (the fan does not work) have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a faulty sensor board; this needed to be replaced, as well as the replacement of a chipped bezel frame. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a fan failure message and no image while using the high-definition lcd monitor. The issue occurred during preparation for use and there was no patient harm associated with the event.